Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue using the pump until the replacement pump was received. The customer also stated manual injection supplies are available.